Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that a vns patient had high lead impedance first noted on (B)(6) 2011 and increased seizures for the past six months. The patient is new to the reporter and the previous seizure history is unknown. The patient did have fall trauma in (B)(6) 2011 which resulted in a fractured hip. The reporter was advised to disable the vns due to the high lead impedance. X-rays have not been performed. The seizures are being managed with medications. Vns revision surgery is likely.